Manufacturer narrative:
(B)(4). Initial date received by manufacturer was reported incorrectly in the initial MDR; it should have been (B)(6) 2011.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of a colleague infusion pump with failure code 199 that would not clear was confirmed and reproduced during product evaluation. The assignable cause for the reported problem was determined to be depleted main batteries. The main batteries were replaced to correct the reported condition. A service history review revealed no previous service events were related to the reported condition. However during previous servicing the main batteries were replaced. This device is a remediated colleague pump with a user interface module software version of 6.13.90.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with the reported condition "error 199 will not clear". This condition had the potential to cause an interruption of delivery. It is unknown when this event occurred. The facility representative stated that there was no known patient involvement and no reports of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.